Manufacturer narrative:
Section b5: the patient was previously admitted on 17jan2019 with driveline infection noted (addressed in MFR # 2916596-2020-00203). Section d4, h4: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic driveline infection could not conclusively be determined. Furthermore, a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the report of atrial fibrillation could not conclusively be established through this evaluation. The patient ultimately received a heart transplant (refer to MFR # 2916596-2019-03729). (B)(6) was returned to abbott for evaluation and the investigation of the product did not reveal any device-related issues. The hm3 lvas instructions for use (IFU) lists localized infection, driveline infection, pump pocket/pseudo pocket infection, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm3 lvas IFU and hm3 lvas patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the reported event resolved with a stop date of 22feb2019.

Manufacturer narrative:
The referenced history of drive line infection was reported in MFR. Report #2916596-2018-03247. The right ventricular dysfunction was reported in MFR. Report#2916596-2020-00134. The paroxysmal atrial fibrillation was reported in MFR. Report#2916596-2020-00441. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient with a history of heart failure with reduced ejection fraction (hfref) with 2 out of 2 nonischemic cardiomyopathy (nicm) status post bridge-to-transplant m3 lvad, mitral valve replacement (mvr), tricuspid valve replacement (tvr ) on day of transplant on (B)(6) 2017. The patient also has a history of pseudomonas drive line infection and on ceftazidime , right ventricle dysfunction, paroxysmal atrial fibrillation (afib), diabetes mellitus (dm), chronic kidney disease (ckd) and gout recently discharged on (B)(6) 2019 with pseudmonas bacteremia. The patient has continued drive line infection, on IV ceftaz and presents with nausea, vomiting and diarrhea for 4 days also noted to have afib with rapid ventricular rate or response (rvr) with heart rate180 bpm, now remains in afib with heart rate 140 bpm. Additional information reported that this is an ongoing event and treatments included hospitalization, changes to medication and parenteral antibiotics. Plan of care by the infectious disease team is to manage symptoms and administer ciprofloxacin 750mg by mouth twice a day. No additional information reported.